Manufacturer narrative:
H.3 if a device evaluation and/or a device history review is completed, a supplement report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in the line. The following information was received by the initial reporter the following: material #: unknown. Batch#: unknown. It was reported by customer that the IV pump alarming "occluded". IV line flushed and confirmed blood return on chest port, pump still beeping "occluded".

Manufacturer narrative:
MDR made in error as this complaint is mms as indicated in the tasks and that the complaint is anticipated to be closed.